Manufacturer narrative:
Concomitant medical products: product ID: 977a2, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, ubd: asku, UDI#: asku. Foreign report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one patient experienced lead migration that was observed at their 10-week follow-up. It was additionally reported that one patient experienced lead migration that was observed at their 10-week follow-up. There were no complications reported or anticipated. Additional information received reported that both of the aforementioned reported lead migrations pertained to the same event, which was identified on (B)(6) 2019. X-ray imaging was performed to confirm lead positioning and device reprogramming was performed to re-select electrodes based on the x-ray. Ultimately, the cause of the event was "unknown," as the expected migration resolved through repeat imaging and device reprogramming. There remained no complications reported or anticipated. Please note that this event was initially reported as events 3 and 4 through regulatory report #3007566237-2019-02495. Additional information has been received at this time however that necessitates an individual report be submitted. Any further information received regarding this event will be reported through this report.